Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 15/2.0 mm balloon ruptured at 8 atms. (The number of inflations performed atms reached is unknown.) The lesion being treated was located in the lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of an unspecified stent. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.